Event description:
It was reported by the affiliate that when the device was used during a rectum cancer procedure, the articulation handle broke. The surgeon continued the case with the same device and it cut, but did not suture. The case was completed by hand suturing. There was no further consequence to the pt.